Event description:
A healthcare professional reported that during surgery, an ophthalmic cutting knives were regularly found to be blunt from the same product number. Details of procedure and patient impact were not provided. Additional information has been requested but is not available at the time of this report. This is the first of two reports received from the same facility. This reports correspond to a regularly occurring event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.the manufacturer internal reference number is: (B)(4).h.10 reflects all related report numbers associated with this product event that have been submitted at this time.